Event description:
The end user's son called in for his mother and is stating that the piece on the right hand brake broke off. The caller stated that his mother did have one fall with the rollator since the one side of the rollator would not lock. He stated that she hurt her leg. He stated that this incident occurred within the last couple of weeks to a month ago. The caller is stating that his mother went to the hospital and got an xray but there were no broken bones after alleging that his mother fell from the brake on the rollator not being locked. No additional information provided.

Event description:
Update from 01/06/2016 added by consumer affairs: end user is unsure if brake failed or she just forgot to engage the lock and then fell on it and broke the handle. She did not break any bones. No further information provided. The end user's son called in for his mother and is stating that the piece on the right hand brake broke off. The caller stated that his mother did have one fall with the rollator since the one side of the rollator would not lock. He stated that she hurt her leg. He stated that this incident occurred within the last couple of weeks to a month ago. The caller is stating that his mother went to the hospital and got an xray but there were no broken bones after alleging that his mother fell from the brake on the rollator not being locked. No additional information provided.

Event description:
Product was returned for evaluation. The return fields in oracle state: rollators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken right hand brake. It was observed that a portion of the plastic hand brake was broken off and the brake was unable to remain in the locked position. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Update from 01/06/2016 added by consumer affairs: end user is unsure if brake failed or she just forgot to engage the lock and then fell on it and broke the handle. She did not break any bones. No further information provided. The end user's son called in for his mother and is stating that the piece on the right hand brake broke off. The caller stated that his mother did have one fall with the rollator since the one side of the rollator would not lock. He stated that she hurt her leg. He stated that this incident occurred within the last couple of weeks to a month ago. The caller is stating that his mother went to the hospital and got an x-ray but there were no broken bones after alleging that his mother fell from the brake on the rollator not being locked. No additional information provided.